Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed an infection. A revision procedure will be scheduled in the near future to extract the entire system.

Event description:
Additional information indicated this device was explanted.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.